Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with bacteria. The issue occurred during maintenance activity. There is no report of patient injury.

Manufacturer narrative:
Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in opelika, alabama. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow up communication with the customer, livanova deutschland learned that the involved heater cooler 3t system was disinfected again by the customer and then water sample taken for re-test: a second positive result occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the involved unit was scrapped by the customer. No further information are available. The root cause of the reported event could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.